Manufacturer narrative:
Load not recalled and suspected positive bi.

Event description:
An international customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 200 cycle. The bi was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. The two subsequent bi results were negative. The load included 1 micro needle-carrier set for pediatrics (17 pieces), 1 breast bone stryker, 1 white cap, 1 medical set for aaa (7 pieces), 1 needle-carrier used with cv catheter, 1 stryker code. The entire load was released and used on patient(s). There was no injury or harm associated with the issue. This event is reported to the FDA since the load was released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 11/08/2014. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from march 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis for the product code of ''load not recalled" was reviewed from march 2014 through february 2015 and no significant trend was observed. ¿ trending analysis by lot number was reviewed from 11/08/2014 to 03/09/2015 and no significant trend was observed. ¿ the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator (ci) disc was silver indicating moisture was present on the ci at the time of processing. When moisture is present, hydrogen peroxide (h2o2) reacts to eliminate the ink coating on the ci disc exposing the silver of the disc's raw material. Staining on the ci disc suggests moisture from a broken ampoule. The customer also clarified "the healthcare worker did not feel the normal crushing response". This indicates physical damage to the bi may have occurred during processing. No media was present in the crushed vial to confirm a positive result. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.